Event description:
It was reported that at the time of placement the darcron cuff was loose and sliding over the catheter. The catheter was removed from the pt.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review showed no other similar product complaint files(s) from this lot.